Manufacturer narrative:
H.6. Investigation summary a physical sample is received from the client which was used, the client mentions that the product was only used for blood extraction, however this still counts for residues of biological fluids. For personal safety, this sample was not sent to the quality or microbiology laboratory, however, it is important to mention that the reported defect is visible to the naked eye. A cracked barrel is observed. During the site investigation to detect possible failure modes, it was found that this defect was generated in the conveyor belts prior to the marking stage. It is worth mentioning that in the month of (B)(6) 2019 the change of the feeder was made for a larger capacity for greater capacity, it is important to cite that the batch was manufactured prior to the change of hopper to one with greater capacity to prevent accumulation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the barrel of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was cracked and leaked blood during use. The following information was provided by the initial reporter: looks like we are having some show up with cracks down the side. They have reported "5-6" from this lot and have saved one. They are leaking blood when they draw from them.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code: (B)(4). FDA patient problem code: (B)(4).

Event description:
It was reported that the barrel of the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was cracked and leaked blood during use. The following information was provided by the initial reporter: looks like we are having some show up with cracks down the side. They have reported "5-6" from this lot and have saved one. They are leaking blood when they draw from them.